Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The pump was received on 8/12/024 and tested on 8/16/2024. The reported flow rate issue was not found during testing. It was found during testing that the pump failed the 30psi occlusion test, recording a pressure of 19psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. Reference to complaint # (B)(4).